Event description:
Consumer complaint of low blood glucose results. Results in meter memory was 41 mg/dl ((B)(6) at 8:34p), 57 mg/dl ((B)(6) at 8:31p), 110 mg/dl ((B)(6) at 4:36p), 100 mg/dl ((B)(6) at 12:56p), and 123 mg/dl ((B)(6) at 1:19p). Back to back blood tests performed at the time of the call was 78 and 72 mg/dl. Caller states glucose is normally 90 mg/dl- 95 mg/dl 2 hours after a meal. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(6). MFR's number is corrected.